Event description:
Download data from a (B)(6) male patient revealed a service code 102 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, resistor r45 on the monitor c/a board was open, which caused the service code 102. The cause for the open resistor was isolated to a damaged c22 high-voltage capacitor on the defibrillator board. The positive lead of c22 was fractured from the defibrillator board. The root cause for the fractured c22 lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The patient received a replacement monitor.